Event description:
It was reported that during remote follow-up, the patient presented with non-sustain right ventricular (rv) oversensing episodes due to intermittent loss of capture on the rv channel of their implantable cardiac defibrillator. No further information about intervention was reported. There were no patient consequences.